Event description:
The customer reported getting a couple of sensor related errors. The customer also reported that he was hospitalized due to low blood glucose levels. Troubleshooting was performed, and the customer was advised of proper calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 2032227-2013-03078.